Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was torn apart exposing the wires and the motor was giving an e8 error which was indicative of damaging the wires from the torn cord. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by misuse / abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the motor device had a tear in the hose exposing wires. During in-house engineering evaluation, it was observed that the motor on the device was giving an e8 error which was indicative of damaging the wires from the torn cord. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.